Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when attempting to move from the right side pulmonary vein (pv) to the left side pulmonary vein (pv), a kink was noticed in the sheath. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot 58306 was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked 0.96 inches from the tip. Functional testing showed the deflection mechanism was working fine and the pull wire was not broken. In conclusion, the sheath failed the return product inspection due to a shaft kink near the tip. If information is provided in the future, a supplemental report will be issued.